Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they aren't able to go to the bathroom and think the device needs to be taken out. Patient said the problem started in (B)(6) 2021 and got worse in (B)(6) 2021. Agent did not ask about the circumstances that led to the reported issue.